Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter did not aspirate during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no information about the patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with tip protector in a tray with a tray label was received. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and conforming for aspiration. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Retested actuation with probe driver, non-conforming. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. Top o-ring was damaged and has no silicone oil. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the probe had an aspiration failure and indicated an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. However, a manufacturing related potential contributor factor was identified, no silicone oil was present on the o-rings and cannot be ruled out for the actuation problem. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed, however, a non-conformance was completed for the no silicone oil present o-ring. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).